Manufacturer narrative:
(B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Was the faulty product used? No further information is available. Was there any patient harm reported from using the bent needle on the patient? No further information is available. No further information will be provided. Evaluation: one used sample of trocar received for evaluation. The complaint received for trocar tip bent. On opening the sample, damaged trocar cap found which may likely happened due to improper handling. 100% inspection is performed before and after packing process, so this defect can not be generated during our manufacturing process. Retain samples were checked for lot and no defect related to complaint was observed. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a drain was used. It was found that the tip of the trocar needle had been bent. Further details are not provided. There were no adverse consequences to the patient. Upon evaluation, on opening the sample, damaged trocar and cap found.